Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a left sided idiopathic ventricular tachycardia procedure with a navistar® rmt thermocool® electrophysiology catheter and the catheter magnets became stuck together. During the premature ventricular contraction (pvc) procedure, the catheter doubled back on itself and the magnets stuck together, forming a loop. The issue was eventually resolved with great difficulty by manipulating the catheter and then the catheter was removed from the body. A new catheter from a different lot was used to continue the procedure. The procedure was completed with no patient consequence. Upon request additional information was received on the event. The two distal magnets were stuck together, bent over and connected. A short 8.5f medtronic sheath was used. There was no physical damage observed on the catheter. This event was assessed as reportable because the catheter getting stuck in a looped position can potentially lead to a serious injury.